Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the medex¿ ultra¿ small bore extension set filter disconnected from the patient immediately upon use. It was reported that medical intervention was required, but it was unclear what the intervention was. No patient injury was reported. See MFR: 3012307300-2017-00868 and 3012307300-2017-00870.

Manufacturer narrative:
(B)(4) unused devices were returned for evaluation. Visual inspection of the devices showed that the (B)(4) devices were found to be acceptable. Functional testing involved a water leak test on the five devices and were found to be acceptable. (B)(4) devices from a similar lot were inspected and tested and found acceptable. A review of investigation activity documents was conducted and found acceptable. A review of the device history record for the relevant lot was conducted and found acceptable. A review of the assembly process was conducted and was confirmed to be adequate. Based on the evidence, the complaint was unable to be confirmed. The devices received for analysis did not leak or disconnect. There was no evidence to suggest there was an intrinsic defect in the devices.